Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable, generator driver cable, and adjusted the ma high and low nulls. Sys operates as intended. (B) (4).

Event description:
The customer reported the sys is not displaying an image. No pt injury was reported.